Event description:
It was reported that the user elected to return the ilet after experiencing recurrent low blood glucose and determining the system was not a good fit for daily use, and the user transitioned back to a previous insulin pump. Symptoms included hypoglycemia. Outcomes included discontinuation of ilet use. Investigation included troubleshooting and education with support. Investigation of this case revealed no device alerts or alarms were reported, and the cause of hypoglycemia was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.